Event description:
The spain customer reported "lower door broken". A picture provided show the top left corner of the lower door is detached from the rest of the door. The field service engineer (fse) serviced the instrument and replaced the lower door and shock absorber. The instrument is fully operational and ready for use. Testing was able to be completed. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. The instrument experienced a similar failure mode related to reportable complaint with injury, reference number MDR 3003423869-2023-00084,(B)(4). Therefore, this report is being filed as part of agilent's commitment to due diligence reporting. Agilent technologies initiated a recall april 2024 with the scope of notifying all coverstainer customers of the following issue: the lower door that opens to the reagent bottles is cracking and/or breaking off in the upper corner of the plexiglass; recall event ID 94439. Capa01211 has addressed the issue and the investigation has been completed. Agilent technologies has determined the root cause as such; the lower door support bracket, which connects the hinges to the lower door, is only attached to the plexiglass and not to the metal frame which is the main support structure of the lower door. The weight of the plexiglass door is in turn cracking/breaking at this joint. Customers have been notified of this issue via a customer letter. Agilent technologies worked with the manufacturer to re-design the support bracket for the lower door hinges, so the weight of the lower door assembly is not supported by the plexiglass, but by the metal frame of the lower door. This new bracket is being verified for effectiveness; once completed this bracket will be installed at the customer's next service visit.